Event description:
Customer reported when he inserts a new battery on the insulin pump would alarm failed battery test. Customer inserted a different new battery and device alarmed again. Customer did not recall blood glucose at the time of event but stated it was always under 200 mg/dl. Blood glucose of 130 mg/dl was reported. Customer reported the alarm occurred about a month prior to calling. Customer also reported the buttons on the insulin pump were not responding. Customer stated it would one minute then the next it wouldn't. The esc and act button were not working. Customer did not recall any significant event, just stated he hadn't dropped or damaged the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.